Event description:
A sales representative reported on behalf of the customer that the device 60-6085-202a, vcare 200a ¿ large was being used during a hysterectomy procedure on (B)(6) 2023 and that, ¿after talking to dr. More about what happened, he informed me that the v-care fell apart while in the patient.¿ further assessment indicated that a fragment fell into the patient and was retrieved. The procedure was completed as normal. There was no report of impact/injury, medical intervention or prolonged hospitalization to the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Reported event of ¿fell apart while in the patient¿ is confirmed. Received one 60-6085-202a in opened original package. Lot number was verified. Visual inspection was performed of the device, which was returned completely disassembled. Root cause cannot be determined, however, based upon evaluation of the device and IFU; a possible cause of this event could be excessive force. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 59 reports, regarding 67 devices, for this device family and failure mode.(B)(4). Per the instructions for use, the user is advised the following: re-attach the syringe to the luer connector at the end of the pilot balloon; fully aspirate the air from the intrauterine balloon to deflate. This will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the thumbscrew counterclockwise (anti-clockwise) and retract to the handle. Swipe finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Fully retract the vaginal cup to the handle. Carefully remove the device from the vagina. Do not use excessive force to avoid traumatizing the vaginal canal. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : device not yet received.

Event description:
A sales representative reported on behalf of the customer that the device 60-6085-202a, vcare 200a ¿ large was being used during a hysterectomy procedure on (B)(6)2023 and that, ¿after talking to dr. (B)(6) about what happened, he informed me that the v-care fell apart while in the patient.¿ further assessment indicated that a fragment fell into the patient and was retrieved. The procedure was completed as normal. There was no report of impact/injury, medical intervention or prolonged hospitalization to the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.